Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e216 (scope communication error) code could not be confirmed. In addition, the plug unit was damaged. The scope connector was corroded. The circuit board unit in scope connector was corroded due to water leakage. Adhesive on bending section cover was worn. Due to damage on condenser, the insulation resistance between the evis and ultrasound connector did not meet specification. The guide pin of ultrasonic connector was missing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope displayed an e216 (scope communication error) code during device start up. There is no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the e216 error was not reproduced during evaluation, it is likely it could have occurred due to the corrosion found on the scope-jack and substrate unit. Olympus will continue to monitor field performance for this device.